Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design error. The failure mode has also been addressed as part of mc which increased the head height of the bolt, eliminated the drill point, to increase the strength against this failure mode. This bolt was manufactured before the design change. This a previously addressed design issue. Investigation results concluded the most likely root cause of the event is the design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the hip procedure, while then surgeon hit the acetabular shell into the patient, the bolt snapped that connected the shell to the inserter. Attempts have been made and additional information on the reported event is unavailable.